Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device smoked. An assignable root cause is undetermined. The bearings were changed. Placeholder.

Event description:
Device was returned for service. During service, technician found that the device was smoking. This is report 1 of 1 for complaint (B)(4).